Manufacturer narrative:
Additional product code: nkg. Device broke during insertion; device is not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Part number: 04.615.122, synthes lot number: 9967679: release to warehouse date: december 14, 2015. Manufactured in (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgery was posterior c2-t1 decompression and fusion using synapse 4.0. When preparing the hole for the right c2 pars, the hole was drilled with the appropriate 2.4mm drill bit to a depth of 22 mm. The hole was then tapped with a 3.0 mm tap to a depth of 22mm. A 4.0mm x 22 mm synapse 4.0 screw was loaded on the appropriate driver per the technique guide. The screw was inserted to an approximate depth of 20mm. The poly head of the screw was noted to be contacting the surface of c2 on one edge, so the poly driver was removed and a t15 screwdriver (without a holding sleeve) was requested by the surgeon to seat the screw the final 2 mm. After inserting the screwdriver, it was noted that the patient had very hard bone and the screw was difficult to turn. During the second attempt to turn the screw the last two 2mm, a sudden pop was heard and the screw driver was removed with the poly head and the upper part of the bone screw stuck on the end. (Screwdriver is self-retaining.) The screw broke just below the gold collet at the neck of the bone screw. It broke cleanly and did not leave any shards or fragments behind. Approximately 2mm of the screw shank was protruding from the bone surface. The surgeon attempted several tools and a screw removal set to remove the broken screw fragment. It was not possible to remove and the surgeon decided to leave the screw in the c2 pars. He then placed a c2 translaminar screw to complete the construct. There was a twenty (20) minute delay. Patient outcome was good. This is report 1 of 1 for (B)(4).